Event description:
During a transfemoral tavr procedure, a sapien xt valve embolized into the ventricle and inverted requiring the placement of a second sapien xt valve. In addition both sapien xt valves embolized into the ventricle oon post operative day 1, both valves embolized into the ventricle and were surgically removed. The valve was crimped and verified by two operators participating prior to implantation. The valve was also noted under fluoroscopy to be in correct orientation prior to crossing native valve. The valve was positioned under fluoroscopy, a contrast injection of the aortic root confirmed correct position, and the valve was deployed in 50/:50 position. Post imaging via deployment echo and fluoroscopy indicating a successful deployment with mild to trace pvl., and the valve was functioning normally at the level of the annulus. There were no hemodynamic insufficiencies, the EKG remained same as baseline and the gradient across the valve was near 0mmhg. The thv hearttavr team proceeded to close the femoral access site and transfer the patient to ICU. About 10-15 minutes after deployment of the valve esmilol was given for hypertension and the patient started to become bradycardic (~30bpm). The patient became hemodynamically unstable and CPR was initiated. By the heart team and the patient became hemodynamically unstable. The patient was prepped for cardiopulmonary bypass and profusion was initiated. Tee imaging was performed, and the valve appeared to be ¿prolapsed¿ and but in the correct position. It was determined by the heart team that the valve was not functioning properly and a second valve was prepped and checked for implantation. The left femoral site was re-opened and a new system was used to deliver the second valve. During positioning of the second valve through the first valve, the initial implant shifted ventricular, and after passing through the first valve. There was also noted embolization of the first implant towards the ascending aorta was observed. An attempt was made to place the second valve more aortic, by using the initial valve as a reference/landmark and tee. The operator was unable to bring the valve superior to the first. The position of the second valve was inside the first, and in an acceptable position. The valve was deployed without incident. Tee also noted just prior to deployment of the second valve, tee demonstrated a slight position shift into the lvot. The post deployment tee demonstrated mild pvrl and functioning valve leaflets with correct coaptation. It was also noted by tee to be in acceptable position between the lvot and the stj. The patient remained on cardiopulmonary bypass and was transferred to ICU. On pod 1 the patient began to decompensate hemodynamically, and they were returned to surgery. It was discovered that both valves had embolized into the left ventricle; and a surgical valve was implanted. Also noted upon removal of the sapien xt valves it was discovered that the initial implant had become inverted. The patient¿s native annular diameter measured 23.9mm by 28.4mm on CT, the annulus was also reported to have mild calcification.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause of the embolization could not be determined; however, it is likely the minimally calcified native annulus and aortic leaflets contributed the valve embolization. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This report represents the second valve used in the procedure. Reference manufacture report number 2015691-2015-01253.